Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported serious damage on the insulin pump and received open book image alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Unit passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using detailed trace, it recorded pump error 63, pump error 4 and pump error 53. Pump error 63 (variable = 21, file number = 2005 and line number = 9926) was triggered once on (B)(6) 2024 at 12:51:00. Pump error 4 (file number =32122 and line number = 2727) was triggered on (B)(6) 2024 at 11:37:1. Per engineering troubleshooting guide, it was determined that pump error 63 was due to the hardware issue with the rf chip error. Pump error 4 is a secondary error and the consequence of pe63. Problem isolated to hardware issue. Pump error 53 (line 5632 and file number = 2005) was triggered twice on (B)(6) 2024 at 07:10:32 and 07:16:09. Per engineering troubleshooting guide, it was determined that pump error 53 was confirmed due to software anomaly with the rf chip. Problem isolated to software issue. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked belt clip rails and label damage (stained). In conclusion, customer concern for critical pump error (open book image) was not confirmed. Pump error 63 and pump error 4 was confirmed due to hardware issue. Problem isolated to electronic assemblies. Pump error 53 was confirmed due to software anomaly. Problem isolated to software issue. Cosmetic damage was confirmed with cracked belt clip rails and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.